Event description:
An unspecified error message was reported with the adc device and the customer was unable to obtain readings. As a result, the customer experienced a loss of consciousness, sweating, and was unable to self-treat. The ambulance was called and upon arrival, unspecified tests were performed and the customer was provided food for the diagnosis of hypoglycemia. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Sensor applicator (B)(6) has been returned and investigated. Visually inspected applicator and cap and no issues were observed. Sensor cap is retained inside applicator cap and the applicator had fired correctly. Sensor (B)(6) has been returned and investigated. Visually inspection has been performed on the sensor patch and no issues were observed. Data was successfully extracted from the returned sensor using approve software. The sensor was found to be in sensor state 1(indicating the sensor was never activated by the customer). Therefore, this issue is not confirmed to use due to no insertion failures, which is evidence that user did not activate the sensor. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An unspecified error message was reported with the adc device and the customer was unable to obtain readings. As a result, the customer experienced a loss of consciousness, sweating, and was unable to self-treat. The ambulance was called and upon arrival, unspecified tests were performed and the customer was provided food for the diagnosis of hypoglycemia. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The device history records (dhrs) for the freestyle libre sensor and freestyle libre sensor kit were reviewed and the dhrs showed the freestyle libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.